Manufacturer narrative:
The 3rd party service representative replaced the bag/vent micro-switch, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The 3rd party service representative replaced the bag/vent micro-switch, and the unit was returned to service.

Event description:
The 3rd party service representative reported a failure of the unit to switch to mechanical ventilation when requested, during preuse checkout. There is no report of patient involvement.